Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tripped trend reports were reviewed for product line and complaint for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking and trending review process and determined to be related to the android 13 os. This trip is not related to other os versions; therefore, this complaint associated with unknown os is not related to this trend. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device using an unknown phone with unknown operating system. Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer was seen in the hospital and treated with fluids by a health-care professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified scan error message and was unable to obtain readings. As a result, customer was seen in the hospital and treated with fluids by a health-care professional. There was no report of death or permanent impairment associated with this event.